Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient reported, right side capsular contracture, baker grade iii. Healthcare professional later reported, "tingling pain, pulling, uncomfortable sensation". The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: deformation observed, wear abrasion observed, yellow particles on the surface of the shell. Crease fold observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side capsular contracture, baker grade iii. Healthcare professional later reported, "tingling pain, pulling, uncomfortable sensation". The device was explanted and replaced.